Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator half screen was inoperable. It is unknown if there was patient involvement at the time of the reported event.

Manufacturer narrative:
(B)(4). Received information that the ventilator was not connected to the patient at the time of the event. The service engineer (se) inspected the device and replaced the graphical user interface ( gui) printed circuit board (pcb) and backlight inverter pcb. The ventilator passed all the required testing.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.